Event description:
The report received from the study indicated that approximately five months after the index procedure, the pt was admitted due to unstable angina. The pt was found to have restenosis of a previously implanted cypher select plus 2.25 x 23 mm stent. The stent was implanted in the distal anastamosis of an arterial (left internal mammary artery/lima) bypass graft to the distal left anterior descending (lad) coronary artery. The restenosis was treated by balloon angioplasty. The pt had a total of two cypher select plus stents implanted during the index procedure. There was no problem reported with the other cypher select plus stent.

Manufacturer narrative:
The indication for the index procedure was stable angina with resting ECG changes. The pt was found to have one-vessel disease and had one lesion treated during the index procedure. No staged procedure was planned. The pt's left ventricular ejection fraction was not provided. The target lesion was the distal anastamosis of an arterial (left internal mammary artery/lima) bypass graft to the distal left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, 2.5 mm vessel diameter, 56 mm length, a 100% occlusion, a chronic total occlusion (cto-length of time unk), concentric, and type c (complex). The lesion was pre-dilated as planned with a 2.5 x 15 mm balloon at 12 atm. Two cypher select plus stents were implanted: a 2.25 x 23 mm stent at 20 atm, and a 2.25 x 33 mm stent/atm unk in overlapping fashion. The stents were post-dilated with a 2.5 x 8 mm balloon at 20 atm. The residual stenosis was 0%. The timi flows were not provided. A satisfactory result was obtained. The pt was discharged the day after the procedure. At the one-month follow-up, the pt was reported to be asymptomatic and was continuing his medical regimen. Approximately two months after the index procedure, the pt was re-admitted with unstable angina. A lesion in the bypass graft to the mid circumflex was treated by implantation of a bare metal stent. At the six-month follow-up, the pt was reported to be asymptomatic and was continuing his medical regimen. The pt reported having coronary angiography followed by a re-percutaneous coronary intervention (re-pci). Approximately eight months after the index procedure, the pt again had unstable angina and had restenosis of the previously implanted bare metal stent implanted in the bypass graft to the mid circumflex target lesion. The restenosis was treated by implantation of a drug eluting stent (des). Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.